Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2025 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 14. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, fracture of the implant was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.